Manufacturer narrative:
A ge oec svc rep investigated the issue and found the malfunction caused by fluoro function board (ffb) reboots. The ffb was removed and replaced. The system was tested and found to be operating as intended. The sys was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.

Event description:
The ge oec fluoroscopy sys had reported poor image quality issues during a procedure.